Event description:
It was reported that the reveal device recorded 1 episode of undersensing and noise and one episode where the device lost contact. The device remains in use and no intervention was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).